Event description:
During vaginal exam for complaint of vaginal discharge, physician's assistant discovered after removing the speculum that it had a piece fractured off longitudinally on one side. The edge that was fractured did not appear very sharp suggesting the piece may have broken off during manufacturing? The patient had some minimal bleeding after the event. The pa did a manual sweep of the vaginal vault to ensure there were no retained pieces and none were found. The room was searched also for the missing piece of speculum and nothing was found.